Manufacturer narrative:
(B)(4) this is a combination product, and the event has been reviewed for both the suture and the triclosan. A manufacturing record evaluation was performed for the finished device lot and no non-conformances related to the reported complaint condition were identified. Summary: the product was returned for evaluation. Visual analysis of the returned product revealed that one opened sample product code sxpp1a400 was received for evaluation. Upon visual inspection of the returned sample, the suture barbs were observed to be damaged at the tips, in addition, the fixation tab was observed to have two sides broken. After further evaluation of the fixation tab crimping marks were observed on the tab possibly from a surgical device. It should be noted that a 100% inspection is performed via automotive vision system to ensure the tab is present and complete during manufacturing. As with any device, care should be taken to avoid damage to the strand when handling. Avoid the crushing or crimping action of the surgical instruments, such as needle holders and forceps. To seat the fixation tab; pull the device through the tissue to gently seat the fixation tab against the tissue. The fixation tab should be seated above the tissue plane and be visible. Do not exert additional force on the fixation tab. As part of ethicon quality process, all devices are manufactured, inspected, and released to approved specifications. Photo: visual analysis of the individual image received for evaluation determined a plastic bag with an open foil package with the product code sxpp1a400. Image is not clear to determine failure mode or reported condition. Trade name - irgacare® active ingredient(s) ¿ triclosan dosage form ¿ suture/solid/parenteral strength = 2360 ug/m

Event description:
It was reported that the patient underwent an unknown surgery on (B)(6) 2021 and the barbed suture was used. The barbed suture broke when sewing. Another like suture was used to complete the procedure., there were no patient consequences. No further information is available.